Event description:
The lariat was being used to ligate the left atrial appendage. Upon removal of the lariat after laa capture, the pt's blood pressure began to drop and blood flow followed. An effusion had developed after multiple attempts to capture the laa due to suboptimal tee imaging. A drain was immediately and successfully placed to manage the effusion. The physician decided to send the pt to surgery where the bleeding was resolved. Per the physician, the pt was doing well post-surgery.

Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.